Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. It was reported that a grade c dissection occurred in the lad, which was not caused by a medtronic device. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication. The patient was treated with unknown stenting.

Manufacturer narrative:
Patient is a smoker with a medical history of hypertension, diabetes and previous mi. Index procedure was prompted by nstemi. If information is provided in the future, a supplemental report will be issued.